Event description:
Two dental assistants reported to have taken ill after using a crosstex isofluid (quala) face mask. The mask was our isofluid (quala) gcibla lot# 2007-1210. Both assistants experienced flu like symptoms both recovered from symptoms. This dental office has used the same mask for 10 yrs with no adverse affects until this date. Replacement masks sent to customer. Customer was satisfied with replacements. Dental office was asked to return remaining masks to office for investigation. Returned masks and retains were sent out for testing.